Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to cerebroma. In may, the patient underwent chemotherapy in the hospital 28 times. The patient experienced occasional headaches in june and the patient was advised to have the setting adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the physician scheduled a pressure adjustment, but the patient did not make the appointment. The physician instructed the patient to return their hometown hospital for pressure regulation. No further information was provided.